Manufacturer narrative:
Concomitant products: 5086mri45 lead implanted: (B)(6) 2014. Evaluation summary: the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo; distal segment returned and analyzed.

Event description:
It was reported that there was oversensing of noise, low impedance, and polarity switch noted on the atrial lead, along with noise, inappropriate pacing, low impedance, and high thresholds on the rv (right ventricular) lead. During the extraction procedure, it became apparent that both leads had lost large sections of the lead insulation in the clavicle region, with insulation failure suspected due to clavicular crush. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.